Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable low alb2 albumin gen.2 result for one patient sample from the cobas 6000 c501 module. The initial result was 3.7 g/l and the repeat result on another cobas 6000 c501 module was 44.7 g/l. The erroneous result was not reported outside of the laboratory. There was no allegation of an adverse event. The reagent lot number was 26712201 with an expiration date of 31-oct-2018. Based on the provided calibration and qc data, a general reagent problem could be ruled out.

Manufacturer narrative:
The field service representative determined a clot in the sample was the cause of the issue.